Manufacturer narrative:
A united states customer contacted the siemens headquarters support center (hsc) to report falsely depressed carbon dioxide (co2) patient sample results. Siemens healthcare diagnostic headquarters support center (hsc) concluded their investigation of the falsely depressed c02 results. Siemens headquarters support center reviewed the information provided by the customer and the dimension vista® 500 instrument data files. A siemens customer service engineer (cse) was dispatched to the site. The cse inspected the system and replaced the sample 1 (s1) mixer which returned the system to fully operational. A potential product issue has not been identified. Hsc also concluded that there is no issue with the co2 reagent lot or co2 assay. The probable cause of the event is a malfunctioning sample 1 mixer. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
Two (2) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista® 500 system. One of the falsely depressed patient results was reported to the physicians. The same patient samples were reprocessed on an alternative dimension vista® 500 system. Higher reprocessed results, considered correct, were obtained. A corrected report was issued. There were no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide results.